Event description:
The manufacturer received information alleging a ventilator was alarming for a low circuit leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device needs to be recalibrated and the sensor board needs replaced to address the issue.